Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dysmenorrhoea ("painful periods") and endometriosis ("endometriosis") and was found to have cervix carcinoma ("cervical cancer removed"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the cervix carcinoma had resolved. The reporter considered abdominal distension, cervix carcinoma, device dislocation, dysmenorrhoea and endometriosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy,bloating, painful periods, endometriosis, cervical cancer removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. On 18-jun-2020: mr received: reporter and patients date of birth added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and cervix carcinoma ('cervical cancer removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have cervix carcinoma (seriousness criterion medically significant) and experienced abdominal distension ("bloating"), dysmenorrhoea ("painful periods") and endometriosis ("endometriosis"). Essure was removed. At the time of the report, the cervix carcinoma had resolved. The reporter considered abdominal distension, cervix carcinoma, dysmenorrhoea, endometriosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, bloating, painful periods, endometriosis, cervical cancer removed. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dysmenorrhoea ("painful periods") and endometriosis ("endometriosis") and was found to have cervix carcinoma ("cervical cancer removed"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the cervix carcinoma had resolved. The reporter considered abdominal distension, cervix carcinoma, device dislocation, dysmenorrhoea and endometriosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy,bloating, painful periods, endometriosis, cervical cancer removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event coding changed from medical device removal to device dislocation, essure insertion and removal date added. All information transferred from deleted case number 2019-221442: reporter, references, source document. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.